Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. The reported patient effect of hematoma is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide devices (x5) referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide device using the pre-close technique via a 18f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the two proglide devices failed; however, it is unknown how they failed. The sutures of two new proglide devices were successfully pre-placed. Hemostasis was achieved with the pre-placed proglide sutures. Additionally, two proglide sutures were placed in the left common femoral artery using the pre-close technique via a 12f sheath. The patient was anti-coagulated. A hematoma developed at both access sites and the patient was sent to surgery. No additional information was provided.